Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system behaved oddly in one of the cases where the computed tomography (CT) + magnetic resonance imaging (MRI) of the patient was merged. Registration was done unsterile and then after draping due to movement of the carts, after draining the uninterruptible power supply (ups), the battery ran out and switched off the system. The site connected it to a different plug and restarted the system. The previous registration stored in the system registration page, showed abnormally high value making the site abort navigation and the procedure. There was longer than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed. No parts were replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system behaved oddly in one of the cases where the computed tomography (CT) + magnetic resonance imaging (MRI) of the patient was merged. Registration was done unsterile and then after draping due to movement of the carts, after draining the uninterruptible power supply (ups), the battery ran out and switched off the system. The site connected it to a different plug and restarted the system. The previous registration stored in the system registration page, showed abnormally high value making the site abort navigation and the procedure. There was longer than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system behaved oddly in one of the cases where the computed tomography (CT) + magnetic resonance imaging (MRI) of the patient was merged. Registration was done unsterile and then after draping due to movement of the carts, after draining the uninterruptible power supply (ups), the battery ran out and switched off the system. The site connected it to a different plug and restarted the system. The previous registration stored in the system registration page, showed abnormally high value making the site abort navigation and the procedure. There was longer than an hour delay in the procedure. No impact on patient outcome.